Event description:
It was reported that the patient was brought to the hospital via ambulance. The device exhibited a loss of pacing. The patient was provided temporary pacing. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of no output was not confirmed. The device was received with normal output and normal telemetry communication. Device image analysis was performed, indicated elevated current occurred. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the current drain was normal. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6)2022 for a subset of devices distributed and implanted outside of the united states.